Event description:
It was reported (B)(6) 025 a 25mm navitor vision valve was selected for implant. During the procedure at 80% deployment the stent frame looked asymmetrical with crowding on the non-coronary cusp (ncc) side and wide, well-expanded struts on the left coronary cusp (lcc) side. In certain views the radiopaque markers seemed unevenly spaced as if the stent frame was twisted. At the same time the implant depth was symmetrical and adequate at 4-5mm with the valve centered on the aorta. The decision was made to continue release. At around 90% deployment the valve popped open further with release of stored tension in the frame and moved upwards into the aorta. The valve was removed from the patient and replaced with a new 25mm navitor vision valve. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve under expansion was reported. Field indicated that at 90% deployment the valve popped open further with release of stored tension in the frame and moved upwards into the aorta. The valve was returned to abbott. All three leaflets had limited mobility when manually manipulated and appeared to be dehydrated which precluded using it to perform functional testing. Cine review performed at abbott confirmed the reported event. The cause of the reported valve under-expansion could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported (B)(6) 2025 a 25mm navitor vision valve was selected for implant. During the procedure at 80% deployment the stent frame looked asymmetrical with crowding on the non-coronary cusp (ncc) side and wide, well-expanded struts on the left coronary cusp (lcc) side. In certain views the radiopaque markers seemed unevenly spaced as if the stent frame was twisted. At the same time the implant depth was symmetrical and adequate at 4-5mm with the valve centered on the aorta. The decision was made to continue release. At around 90% deployment the valve popped open further with release of stored tension in the frame and moved upwards into the aorta. The valve was removed from the patient and replaced with a new 25mm navitor vision valve. The patient did not present with any clinical signs or symptoms. The patient status was stable.